Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. It was also reported the left ventricular (lv) lead exhibited high thresholds. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.